Event description:
The customer reported that the foot switch was defective, and no image was on the left monitor. The system operates as intended.

Manufacturer narrative:
(B)(4). The foot switch and bnc cable were replaced. The system operated as intended.